Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level 40 mg/dl due to under delivery. The customer¿s blood glucose level was 200 mg/dl at the time of incident. The customer reported that his blood glucose level was 200 mg/dl and then it went down to 40 mg/dl. The customer¿s current blood glucose level was 250 mg/dl. The customer was treated with syringes. The insulin pump will not be returned for analysis.